Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "physiological obstruction / kinked catheter / blocked by clots". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the foley catheter did not drain quickly enough or incomplete in quantity. It seemed to be obstructed. When using disposable catheters, the bladder did empty completely. The control was performed with a bladder scan. Previously there were no complaints but since 2 weeks complaints increased. The implications was possible overfilling of the bladder due to faster filling of the bladder than emptying via the catheter. The risks were patient collapse or bladder rupture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter did not drain quickly enough or incompletely. It seemed to be obstructed. When using disposable catheters, the bladder did empty completely. The control was performed with a bladder scan. Previously there were no complaints but for 2 weeks complaints increased. The implications were possible overfilling of the bladder due to faster filling of the bladder than emptying via the catheter. The risks were patient collapse or bladder rupture.